Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl. Customer's other blood glucose value was 441 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with intravenous drip and insulin pen. Customer was not using auto mode. Customer alleging insulin pump was under delivering. The reservoir will not be and insulin pump will be returned for analysis.